Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. Bard ¿ alyte y- mesh graft is referenced, however no clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with laparoscopic sacral colpopexy with mesh, enterocele repair, left salpingo-oophorectomy, posterior colporrhaphy, vulvar biopsy and cystoscopy on (B)(6) /2012 due to sui, weak urine stream, cystocele, rectocele, enterocele, vault prolapse after hysterectomy, pelvic pain and vulvar lesion, and mesh was implanted into the patient. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.